Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death, thrombosis, angina, and nausea are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Additionally, a medical review was performed by and abbott vascular clinical specialist and concluded that with the limited information provided, the xience v caused or contributed to the in-stent restenosis but xience prime most likely caused or contributed to the intraprocedural stent thrombus which caused the patient¿s outcome of death. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience v stent referenced in and is filed under separate medwatch report number.

Event description:
It was reported that approximately 2 years ago, a 3.5x23mm xience v was implanted in the left anterior descending coronary artery (lad). On (B)(6) 2021, the patient presented in shock with ventricular tachycardia. The patient was treated with cardioversion and noradrenaline support and was awake. A coronary angiogram noted in-stent restenosis which was treated with a 3.5x23mm xience prime des. Post-dilatation was performed with a 4.0 nc balloon and blood flow was good with timi iii flow. The patient remained stable; however, approximately 20 minutes later, the patient vomited and experienced chest pain. Coronary angiogram noted that the vessel was 100% occluded with thrombus. The patient expired. No additional information was provided.